Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with asystole. It was noted that high thresholds were seen from the patients right ventricular (rv) lead. During a revision when the implantable pulse generator (ipg) was connected to a new lead, asystole was still present. A new device was also implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.